Event description:
It is reported that a customer experienced high blood glucose. The customer had a seizure and was found by family members foaming out the mouth. The customer stated that she did not want to go to the hospital. The customer's blood glucose at the time of the event was 15 mg/dl. The customer stated that she nearly died in the incident because their sensor was not working properly. The customer stated that they will meet with health care providers to educate them on the proper site and insertion technique of the sensor. Furthermore, the customer believes the meter is incorrectly informing her of false high readings. The customer was transferred to discuss replacing the product. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.